Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly, specified as shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, in the month prior to this report, the patient's pump motor failed to start. It was unknown why this occurred, but it was thought that it possibly could have been the medication in the pump crystallizing. However, it was also reported that the patient's pumps as well has her personal therapy manager (ptm) broke 7 hours after implant. The medication was too strong and crystalized within the pump. The device system was used to deliver sufentanil 1000mcg/ml, hydromorphone 7mg/ml, and bupivacaine 14mg/ml.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient experienced increased pain and flu-like symptoms due to the previously reported motor stall.

Manufacturer narrative:
Product ID; 8835, product type: programmer, patient. (B)(4) the previously reported device code (B)(4) no longer applies. The previously reported eval code method was updated. The previously reported eval code conclusion was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a consumer who had an implantable pump used to treat non-malignant pain. The consumer reported that the 1000 mcg/ml sufentanyl was being delivered at 14,000 mcg/day, which conflicted with the previously reported dosing information. On (B)(6) 2014, prior to the pump replacement, the patient had seen weird codes on the personal therapy manager (ptm) at which point he alerted manufacturer representatives. The patient told them something was wrong with the pump, but they had thought it was just the ptm. It was reported that the telemetry printout was "erroring out." Later on (B)(6) 2014, the patient started to feel sick: he wasn't well. The patient ended up in the emergency room later that night, because he wasn't able to walk, was vomiting, and wasn't getting medication. The patient stayed in the emergency room until he was able to get a hold of his managing physician.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, following the pump replacement, the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting locked out of ptm (personal therapy manager) boluses when they thought they should not. It was noted that there was no time remaining showing on the ptm. Troubleshooting was discussed. Subsequently, it was reported that the patient saw an ¿847¿ (code not found) code on the ptm. The following day, the patient reported that they saw code 8476 for motor stall on the ptm, but had not been hearing a pump alarm. The critical alarm was set for every 10 minutes, but had not been heard. Additionally, it was noted that the patient complained of withdrawal symptoms which started at about 3 o¿clock that morning; they were ¿not a happy camper.¿ the hcp reviewed the patient¿s logs and a motor stall with no motor stall recovery was confirmed in the event logs at 2:18 the previous day. The pump was interrogated 3 times, and no recovery was noted. There was no MRI (magnetic resonance imaging). Additionally, upon review of the logs, it was noted that the patient was receiving boluses from the ptm, but was being told by the ptm that they were denied. It was reported that it was because the signal was stronger from the ptm to the pump, than it was from the pump back to the ptm; they were getting boluses, but not getting confirmation. The pump was being used to deliver sufentanil 1000 mcg/ml at 400.1 mcg/day, hydromorphone 7 mg/ml at 2.8009 mg/day, and bupivacaine 14 mg/ml at 5.6 mg/day. It was noted that there was an issue with ¿one ptm,¿ so a new one was given. On (B)(6) 2014, the affected pump was replaced. The hcp decreased the drug concentrations in half, and the daily doses by 25%. It was subsequently reported that there was not an issue with the ptm. The ptm did not work because the pump motor had stalled. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. (B)(4).